Event description:
Male patient passed initial hearing test on (B)(6) 2012 and later (unknown date) was diagnosed with bilateral loss >90db.

Manufacturer narrative:
At this time, the information provided by the user facility is insufficient to determine the cause of the reported issue. Only a name of device and test results (attached screening report) was provided by the user facility. User facility stated that a patient was tested on (B)(6) 2012 passing 3 out of 4 frequencies, and based on obtained results, it was determined that test passed. At a later date, a patient was diagnosed with bilateral loss >(B)(6)db. With the information provided, (B)(6) is unable to determine the root cause of the failure at this time. Details of diagnostic evaluation, dates, and data, and complete medical history including risk indicators for hearing are necessary to determine if delayed onset of hearing loss occurred post-screening if additional information becomes available, a follow-up report will be submitted. Not returned for evaluation/investigation.